Manufacturer narrative:
Corrected data: h3 - product was returned in a microcentrifuge vial, dry with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found residue/debris on product. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.5/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was repositioned due to lens rotation not associated to a low vault. This did not resolve the problem. On (B)(6) 2023 the lens was exchanged vertically with a a same length lens. This resolved the problem.